Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a primary right total hip arthroplasty (tha), in which a zimmer biomet implant was used on the acetabular side. The surgery was completed successfully. Due to postoperative loosening, a revision tha was performed on (B)(6) 2021. On (B)(6) 2021, the implants were removed, and debridement was performed due to a postoperative infection. A revision tha (third revision) was performed on (B)(6) 2022. A postoperative infection was confirmed on (B)(6) 2022. On (B)(6) 2022, debridement and a revision tha were performed (third revision), during which the femoral stem and head were replaced while the sleeve was retained. On (B)(6) 2023, it was found that the acetabular implant was loosening. On (B)(6) 2023, a revision tha was performed (fourth revision). A pelvic fracture occurred postoperatively. On (B)(6) 2023, the implants except the sleeve were removed, and the reduction for the pelvic fracture was performed. A revision tha (fifth revision) is planned for on (B)(6) 2026, due to a postoperative infection. The implant information provided corresponds to the procedure performed on (B)(6) 2023; those implants have already been removed. It was confirmed on (B)(6) 2026, the patient underwent revision tha on the right side. On the acetabular side, an allograft bone graft was performed, followed by implantation of a zimmer biomet roof reinforcement ring and advantage system. On the femoral side, the remaining sleeve was removed to lower the center of the implant head, and 14x9/30std & 14bs&28 -3 was implanted. No further information is available. This pc is related to (B)(4), which capture a pelvic fracture and the fourth revision surgery. (B)(4) are also related to this pc, and they capture the events occurred after the third revision surgery.